Event description:
It was reported that during the procedure in the moderately tortuosity/calcified distal circumflex artery for treatment of in-stent restenosis of a non-abbott stent, a 3.5 x 8 nc trek dilatation catheter was delivered to the lesion. During dilatation, the balloon ruptured at 18 atmospheres during the second inflation. The atmospheres during the first inflation are unknown. The device was withdrawn from the anatomy and exchanged for a non-abbott balloon which was inflated to 14 atmospheres. The procedure (plain old balloon angioplasty) was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician commented that the rupture may have occurred due to the previously implanted non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: stent: cypher; guide wire: athlete premium; guide cath: (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.